Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that some time post index procedure, heli-fx endoanchors were implanted as treatment for a type ia endoleak. It is reported that approximately 1 month post re-intervention, a type ia endoleak was noted on follow up CT. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case; 8 endoanchors were implanted in total during the index procedure in conjunction with non mdt limb and limb extension. There was no report of a type ia endoleak observed 1 mont post the index procedure. If information is provided in the future, a supplemental report will be issued.